Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt tip cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The event is detectable and preventable by handling device in accordance with the following IFU: "the detection method is described in the IFU operation manual ¿3.3 inspection of the endoscope. The prevention method is described in the IFU operation manual ¿4.3 using endotherapy accessories.". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.